Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would no longer communicate with external devices. It was also reported the patient experienced a loss in stimulation on (B)(6) 2018. As a result, the patient¿s ipg was replaced on (B)(6) 2018.